Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iop elevation and hyphema are listed in the device labeling as known inherent risk of cataract and glaucoma stent surgery. MFR reference #: (B)(4). Submitted to FDA on 04/17/2014.

Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent on (B)(6) 2014 in the patient's left eye. At the one day postoperative visit, the patient presented with hyphema and elevated intraocular pressure (iop) in the operative eye. Preoperatively, the patient's iop was 18 mmhg. The patient was prescribed lumigan to help lower the iop as hyphema resolves. At the patient's most recent visit on (B)(6) 2014, the patient's iop decreased to 16 mmhg and the patient was listed as stable and hyphema resolved.